Manufacturer narrative:
(B)(4). Method: the subject, hc150jhu respiratory humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the distributor and our knowledge of the product. Results: visual inspection of the provided photography confirmed that the outer insulation had been compromised, resulting in the exposure of the internal wiring and copper conducters. Conclusion: based on the visual evaluation of the provided photography, and our knowledge of the product, the reported event was likely due to one or more of the following factors: - wear and tear due to repeated bending, flexing, or pulling of the cord. - abrasion caused by contact with sharp edges or rough surfaces. - improper handling or storage practices, such as tightly wrapping or compressing the cord. - pinching or crushing of the cable under furniture, doors, or heavy objects. - exposure to elevated temperatures or heat sources that can degrade insulation. The hc150 respiratory humidifier is used to warm and humidify gases delivered to patients requiring continuous positive airway pressure (CPAP) therapy or mask ventilation. The user instructions states the following: - never operate the hc150 if it has a damaged cord or plug, if it is not working properly, or if any part of either the hc150 or the humidification chamber is dropped or damaged, or dropped into water. - keep the cord away from heated surfaces.

Event description:
A distributor in california reported via a fisher & paykel healthcare (f&p) field representative that the power cord of an hc150jhu heated respiratory humidifier was torn. There was no reported patient consequence.

Event description:
A distributor in california reported via a fisher & paykel healthcare (f&p) field representative that the power cord of an hc150jhu heated respiratory humidifier was torn. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.